Event description:
The customer reported that the central nurse's station (cns) shut down after a generator test. The customer also reported that all historical data was no longer showing on this unit.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down after a generator test. The customer also reported that all historical data was no longer showing on this unit. No patient harm or injury was reported. Investigation summary: the customer saw a "data loading" message in arrhythmia recall and sawtooth waveform in full disclosure. In a follow-up with the customer, they indicated that the review data came back after 30 minutes, and they were able to resolve the issue by replacing the batteries in the ups. The customer did not specify which ups was involved. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Ups devices are a third-party devices and are not nk devices. The battery in the ups is a wear and tear item and is susceptible to wear and tear. Battery replacement is a known resolution for ups failure. Possible causes of ups failure are environmental factor (i.e., power surges), physical damage, and wear and tear from normal use. If the ups was used to power a network related device (i.e., network switch), it may disconnect the device from the network, and the network would not be able to receive or send data, which may result in not seeing review data.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) shutdown after a generator test. The customer also reported that all the data is no longer showing on this unit. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) shutdown after a generator test. The customer also reported that all the data is no longer showing on this unit. No harm or injury was reported.